Event description:
Medication was not coming out of the inhaler [product delivery mechanism issue]. Medication was not coming out of the inhaler (second episode) [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 19-jun-2026, amneal pharmaceuticals received information from the patient via telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch number: ai25020, expiry date: oct-2027) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received a sealed medication from pharmacy and on the same day patient started using the inhaler and on (B)(6) 2026 patient noticed that the medication was not coming out of the inhaler. On (B)(6) 2026 the patient received another inhaler from the pharmacy and on the same day patient started using the inhaler and on (B)(6) 2026 patient noticed the same issue again. The patient stated that the dose counter reading was 129 for the second inhaler and for the first inhaler patient was not aware and further denied providing product details for the first inhaler. The patient confirmed that patient had followed all the priming instructions and cleaning instructions and agreed to send the complaint sample pictures. The patient also confirmed that patient has two defective inhalers for return at patient¿s provided address and requested for the immediate replacement. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue, product delivery mechanism issue (second episode) and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.